Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse recharged the battery to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
It was reported that during pre-delivery check the ventilator shut down and generated an unknown alarm. There was no patient involvement. The local representative found that the issue could be due to insufficient charging. The investigation is ongoing.

Manufacturer narrative:
Further repair was initiated, and in the addition of the recharging of the battery, the user interface board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.